Manufacturer narrative:
The reported event of guide wire would not advance through the lead was confirmed. As received a complete lead was returned in one piece. The s-curve hump height was measured within specification. The test guidewire found blood clogging distal region of the lead. The cause of the reported event was isolated to the blood clogging the inner coil. Visual examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through the left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.